Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was approximately (B)(6) 2011. It was reported the patient experienced a gradual change in therapy/symptoms. The pump was in a pouch and they were moving around. The pouch had been moving around for about six years. The alarm had been going off for about two weeks. The alarm was expected as the pump was at end of service (eos). The patient was scheduled to have the pump removed. The patient wanted to know what to expect regarding recovery and outcome of the surgery. The doctor had not told the patient and it caused her anxiety. The patient was to follow up with the healthcare provider. No further complications were reported.